Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-12935. It was reported that the patient presented to the clinic for a routine follow up. The patient had a history of noise on both the right atrial (ra) and right ventricular (rv) lead. The noise could be reproduced on the ra lead in the clinic with isometrics. Upon device interrogation, it was noted that the rv lead exhibited intermittent impedance drops and increased thresholds. The patient was not dependent. The rv lead was reprogrammed. The patient was in stable condition and would continue to be monitored.